Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, while switching from a competitor sheath, the patient developed a pericardial effusion. A pericardiocentesis was then performed to stabilize the patient. The case was aborted, and the patient was under general anesthesia. No further patient complications have been reported as a result of this event.